Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a large difference in diameter between the diameter of the blood vessel of the middle cerebral artery and the diameter of the device selection was noted. There were no issues with the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid-paraclinoid with a max diameter of 6.2 mm and a 3.8 mm neck diameter. Landing zone: distal: 2.8 mm and proximal: 4.8 mm. It was noted the patient's blood flow was xxx and vessel tortuosity was strong. Dual antiplatelet treatment was administered. Post operative findings related to blood flow imaging showed no issues. It was reported that this case required deployment from the middle cerebral artery, but despite several attempts to remove the sleeve, the pipeline stent distal could not be opened, so it was removed outside the body. The strategy was changed to deploy from the ic-top, then deployed from the ic-top after selecting 475-18. The placement was completed successfully. It was reported deployment failure occurred in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. There was no operation or other device used to deploy the stent. The stent was removed from the patient by resheathing and retrieving with the microcatheter.the pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.